Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00492. It was reported the patient ((B)(6)) lost stimulation. X-rays indicated both leads had migrated. Surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, the patient reported receiving effective therapy.